Event description:
The site communicated that the patient presented with low flow alarms. Log files were sent and tech services stated that the log files were indicative of some sort of occlusion in the pump circuit. The patient received a heart transplant on (B)(6) 2019 the patient expired due to an intracranial hemorrhage on (B)(6) 2019. No additional information was provided.

Event description:
The site communicated that the transplant was due to pump issues. A vadogram imaging reviewed and demonstrated concerns form pump/inflow graft thrombus. The patient has either pre- or post-cannula occlusion, causing low flow alarms, and no response to ramp with persistently high biventricular filling pressures. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(4), confirmed an issue that could have contributed to the reported low flow alarms. (B)(4) was returned assembled with the pump cable severed approximately 16¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged and the apical cuff was returned attached to the cuff lock. Examination of the sealed outflow graft beneath the bend relief revealed a 270 degree twist less than 1¿ from the outflow graft hardware. The tissue accumulation on the exterior of the graft appeared to have formed around the twist, suggesting that the graft had been twisted for an undetermined period of time while (B)(4) was supporting the patient. The lumen of the outflow graft did not reveal any developed depositions or thrombus formations. Although a specific cause for the observed twist in the outflow graft could not be conclusively determined through this evaluation, it could have contributed to the reported low flow events, which were confirmed through the evaluation of the submitted and retrieved log files. The remainder of the blood-contacting surfaces did not reveal any developed depositions or thrombus formations that would have contributed to the reported event. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 8 months 21 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was experiencing intermittent but frequent low flow alarms. Please review log files. The patient received a cta unrevealing of pump thrombus but a vadogram demonstrated concerns for pump/inflow graft thrombosis. Ldh , haptoglobin and hemoglobin were within normal limits. An rhc ramp showed inadequate unloading and elevated filling pressures.